Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated they had been at work today ((B)(6) 2022) where they work for a tree company pulling heavy trees and cutting trees out of electrical lines. They had been pulling a really heavy tree limb that was bigger than the patient and they were concerned they pulled something or did something to the implant. The patient stated that they've been really careful but that today they were working by themselves and when they were pulling the heavy tree limb they started to feel really sharp electrical pains right were the device was and then it started sending the pain down into their bladder. The patient was in a lot of pain on the call and stated they were sent home from work and that their spouse had turned the implant off however it was feeling like "pin-needle pain" into their bladder. Patient services reviewed information and advised the patient they had done what was recommended: turn the device off. The patient was then redirected to reach out to their managing health care provider (hcp) to check the implanted system and potentially do imaging.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the device not working was determined to be that the patient dislocated their interstim lead. The hcp stated the patient is scheduled to have surgery for a lead revision. The hcp also clarified that the cause of the patient feeling really sharp electrical pains and getting pain down into their bladder was pulling branches at their work. The patient's lead revision is scheduled for (B)(6) 2022. The issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j464 implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.